Event description:
It was reported that the patient experienced the stimulation from the implantable neurostimulator in the wrong location. The patient felt the stimulation and a "tugging" on the foot. The patient also experienced a loss of therapeutic effect. The patient's symptoms returned yesterday and were not able to be controlled using the patient's programmer. The neurostimulator was set on program 1, at 1.75 volts. As the stimulation level was increased, the patient's symptoms did not subside, and there was more of the tugging sensation felt on the patient's foot. The patient did not have any other stimulation programs available. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
It was further reported that the patient continued to have stimulation concerns. The lack of therapeutic effect continued. The patient also felt stimulation on her right ankle and her toes were curling up. The patient was considering having it removed since it was not helping at all and interfering with her ability to obtain a magnetic resonance imaging scan (MRI). The patient felt the trial went well, but the that permanent device has never had an effect. The patient felt as if the device was not implanted correctly.

Manufacturer narrative:
Lead model 3889 lot# v840296 implanted: (B)(6) 2001 explanted:na; programmer 3037 lot# njd139492n.